Event description:
It was reported the 3.50x12mm nc trek neo balloon dilatation catheter was advanced into the guiding catheter however the proximal shaft separated. The distal portion of the separated device was simply withdrawn from the guiding catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known.

Event description:
Subsequent to the initially filed reports, additional information was provided. The shaft of the nc trek neo separated during removal from the guiding catheter. Another nc balloon was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported separation was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported separation appears to be related to operational context. There was no damage noted to the device during the inspection prior to use or during preparation, which suggests a product quality issue did not contribute to the reported difficulties. Return device analysis confirmed that the inner member and outer member were separated distally adjacent to the noted guidewire exit notch tear. The material at the noted separation was jagged which suggests that the separation may be related to tensile overload (material stress/fatigue). Although no difficulty was reported during removal, based on the returned device, the noted jagged material is indicative of difficulty and/or handling during removal which likely led to the reported separation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.